Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 647mg/dl. The customer was vomiting prior to his admission. Troubleshooting was performed. The caller stated that his new insulin pump kept getting no delivery alarms. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery and battery alarms. The caller stated that the drive support cap appears normal. Advise the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.